Event description:
On (B)(6) 2011, it was discovered that the manufacturer is not able to obtain the patient's death certificate. Only the deceased's spouse, domestic partner, child, parent/legal guardian, or the person in control of the disposition as written on the death certificate may obtain a copy of the death certificate. If further information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2011 when additional information was received from the physician. The physician reported that the patient's cause of death is unknown. The physician reported that the patient also had hodgkin's lymphoma at the time of his death. The patient had complex partial and 2nd generalized seizures. The patient's sister reported to the physician that the patient died. The physician does not know if the death was witnessed. The physician tried to call the patient's sister to find out the cause of death but was unable to get through to her. The patient did not have a history of being worked up for resective epilepsy surgery and the physician stated that the patient (B)(6) vns was not explanted. The physician did not know if there was a relationship between the patient's death and vns. The patient was taking lamotrigine, levidteram, and vimpat at the time of his death. Additional information regarding the patient's cancer has been requested from the physician, especially the relationship of the cancer to vns, but no further information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2011 a medical examiner reported that the vns patient had passed away on (B)(6), 2011. The patient's body was found decomposing in a wooded area so he said it could be a possible suicide but he does not have the cause of death at this time. The return of the patient's vns device when explanted was requested however it has not yet been returned to the manufacturer. A copy of the patient's autopsy report was requested from the medical examiner's office but they reported that the patient's next of kin consent must be obtained before they can release an autopsy report. Since the manufacturer does not have the next of kin consent then the autopsy report cannot be obtained. Additional information has been requested from the physician but no further information has been received to date. When additional information is received, it will be reported.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was potential suicide, with underlying cause as intentional self-poisoning (suicide) by and exposure to other and unspecified drugs, medicaments, and biological substances; death axis 2 states poisoning by antiallergic and antiemetic drugs; death axis 3 states toxic effect of ethanol, death axis 4 intentional self-poisoning (suicide) by and exposure to alcohol. There is no allegation or other information indicating that the death is related to vns.